Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. According to received information in problem description, pneumatic back-plane pcb was contaminated with liquid and in need of replacement. Moreover, the replacement of the pressure transducer pcbs was recommended to solve the issue with the pressure transducer test failure. A visual inspection confirms the reported liquid spill problem. The pcb were not further investigated since ingress of liquid on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The device's logs were not provided for further analysis. The defective pressure transducer pcbs have not been returned fot the further investigation, despite request. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer and pneumatic back-plane pcbs.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the ventilator it was discovered that the ventilator's printed circuit board was contaminated with liquid. Moreover, ventilator failed pressure transducer test during pre-use check. There was no patient harm. Manufacturer's ref. #: (B)(4).